Manufacturer narrative:
The device was returned for evaluation and had been intended to be used for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrode with damage to the black shrink tube near the handle. The saline line has been severed prior to being received for evaluation. There were no signs of activation with the returned device. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The saline line was tested using a syringe and saline flowed through-out to the tip as intended. The complaint was verified, but the root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the controller to produce an error message. There are no current controllers that will check the expiration date of the topaz ez ifs upon connection. There are several factors that could contribute to an e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The topaz ez ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the topaz ez ifs wand gave an error message during use. The procedure was successfully completed using a back-up device. However, the incident resulted in a surgical delay of approximately 1 hour and 15 minutes. No patient injury or other complications were reported.